Event description:
The device was returned for warranty repair with fault description of volumetric inaccuracy. A nurse had reported that the pump seemed like it was delivering inaccurately. No pt injury occurred and no specific incident was recorded.